Manufacturer narrative:
Additional information: following products were implanted product ID, lot no., qty: 55840015535, unk, 1; 5540030, h5277660, 1. It is unknown from which product the shaving originated.

Event description:
It was reported that the surgeon noted some shavings intra-operatively. The surgeon was unsure if the shavings were from set screw or the cannulated multi-axial screw. The surgeon noticed the shavings while closing the incision. No patient complications were reported. Patient is in stable condition.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, metal shaved off from screw. Product remains implanted in the patient. Patient complications were unknown.